Manufacturer narrative:
Pentax medical pai performed a good faith effort to gather additional information regarding this event in three times, but was only able to obtain information on complaints that occurred in the repair history of the nine endoscopes owned by the facility, and was unable to obtain information on whether the patients in the reported cases were able to complete their examinations when their endoscopes malfunctioned. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information. _ec34-i10cl_(B)(6)_ foggy image issue; 9610877-2024-00065_eg29-i10c_(B)(6)_foggy image issue; 9610877-2024-00066_ec38-i10cl_(B)(6)_foggy image issue; 9610877-2024-00067_ec38-i10cl_(B)(6)_angulation_foggy image issue; 9610877-2024-00068_ec38-i10cl_(B)(6)_lamp_foggy image issue; 9610877-2024-00069_ec38-i10cl_(B)(6)_ foggy image issue; 9610877-2024-00070_ec38-i10cl_(B)(6)_ foggy image issue ; 9610877-2024-00071_ec34-i10cl_(B)(6)_lamp_foggy image issue; 9610877-2024-00072_eg29-i10c_(B)(6)_foggy image issue.

Event description:
Customer reported that they are still experiencing continued foggy image issue. Description of any actions taken: sent for repair for 5 times. This event occurred at the time of during use. There was no report of patient harm. B3:not known for the exact date, we just know the year the complaint was sent in to manufacturer. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
Evaluation summary: event that occured is video image failure(cloudy). Based on the investigation, a potential root cause of this failure is the moisture condensation in the cmos module. When the temperature of the objective lens unit rises during use, when using functions such as air supply and water supply, dew condensation occurs and the observed image becomes cloudy. Cloudiness disappears when air/water supply is stopped. If the watertightness of the endoscope is not maintained, the observation image is blurred. A definitive root cause of the reported issue could not be identified. There is no significant increase in repair complaints for this failure mode/hazard, and no increasing trend. The DHR review confirmed the endoscope was manufactured pentax medical miyagi on 02-mar-2020 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 04-mar-2020. 9610877-2024-00064; ec34-i10cl; (B)(6); foggy image issue_fu1. 9610877-2024-00065; eg29-i10c; (B)(6); foggy image issue_fu1. 9610877-2024-00066; ec38-i10cl; (B)(6); foggy image issue_fu1. 9610877-2024-00067; ec38-i10cl; (B)(6); angulation_foggy image issue_fu1. 9610877-2024-00068; ec38-i10cl; (B)(6); lamp_foggy image issue_fu1. 9610877-2024-00069; ec38-i10cl; (B)(6); foggy image issue_fu2. 9610877-2024-00070; ec38-i10cl; (B)(6); foggy image issue_fu1. 9610877-2024-00071; ec34-i10cl; (B)(6); lamp_foggy image issue_fu1. 9610877-2024-00072; eg29-i10c; (B)(6); foggy image issue_fu1.